Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, loss of capture (loc) due to lead dislodgement. The dislodgement was confirmed via chest x ray. In addition, the patient with this rv lead experienced phrenic nerve stimulation. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.